Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a cerelink microsensor was implanted and connected to a cerelink monitor. The cerelink monitor started displaying negative values that were not compatible with the patient status (the patient was fine). The value with cerelink monitor was -9. Due to the not reliable values, they decided to measure icp with dve and with dve the icp value was 6.

Event description:
N/a.

Manufacturer narrative:
Cerelink sensor was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined, however, the possible root cause for the issue reported by the customer could be due to excessive pressure applied to product. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.